Event description:
It was reported that the level 1 normoflo irrigation fast flow systems had no circulation. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Device evaluation : one level one device was received for investigation in poor condition with pressure cuffs. Powered on device and it did not circulate. Next, the back panel was removed for further investigation. All components were visually inspected and no damage was found. The device powered on as intended. The measured temperature at 41.7 degrees was also found to be within tolerance. However, a faulty pcb was found after using another test pcb on the unit. Additional issues were also found: the actuator pole and two caster wheels were bent, the top regulator was broken, and the unit fan guard was missing. Based on the investigation, the complaint was confirmed. No problem source could be identified.